Event description:
Patient contacted dexcom technical support on (B)(6 )2015 to report a possible broken sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient noticed a portion of the wire attached to the sensor pod. Patient states she is unable to locate the entire wire. The patient is using this device while pregnant, which is against user guide specifications. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).